Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. The company service representative examined the system and found the system did not pass the test, related to the reported event of cutting issue. The company service representative could not replicate the vacuum issue. The nonconforming pneumatics module was replaced to resolve the cutting issue. The system was then tested and met all product specifications. The system was manufactured on (B)(6) 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of vacuum issue could not be determined since the system was found to have no problem related to this reported event. The root cause of the reported event of cutting issue can be attributed to the pneumatics module. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An operating room manager reported that during one patient's central/peripheral vitrectomy procedure, for intravitreal hemorrhage, on the left eye, during cutting of the vitreous, two different vitrectomy probes did not cut and the vacuum was not normal or efficient. A new cassette pak on a second system was obtained with the same results even with trying another surgeon's program, the suction was ineffective. The procedure was completed and sutures closed the sclerotomes.